Event description:
On july 28, 2024, a patient implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) reported to an impulse dynamics field representative that they had entered the emergency room due to their ipg "eroding out of [their) chest". The patient's local cardiologist was also made aware of this event. While this is suspected as pocket erosion, it is unknown at this time exactly what "erosion" effects the patient observed or is currently experiencing. Efforts are ongoing to have the patient be seen in-office but have been hampered due to the patient's implanting electrophysiologist no longer practicing in the area. An alternative course of action will be determined in which the patient can be seen and this claim can be further investigated.

Event description:
On august 30, 2024, an impulse dynamics field representative was able to establish contact with the patient. The patient stated their osm ipg had been explanted 4 weeks prior and the explanting surgeon confirmed the ipg had been implanted "too superficially", causing pocket erosion. The patient's concomitant pacemaker was also removed and will be replaced. The patient stated neither they nor their doctor have a desire to replace the explanted osm ipg. The explanted ipg was discarded by the hospital and will therefore not be available for evaluation.